Event description:
It was reported that the user received an urgent low soon alert after the sensor expired early and the system required reconnection; the user did not treat at the time of the alert, performed a fingerstick showing 87 mg/dl, and later ingested approximately 3 oz of apple cider that was followed by a rapid rise to about 200 mg/dl. Customer care provided support that included technical troubleshooting, education on confirming readings with fingerstick, and monitoring after sensor warm-up. Investigation of this case revealed no reproducible device malfunction and successful reconnection of the sensor with stabilization guidance provided. No clinical symptoms associated with concern for impending hypoglycemia reported. Outcomes included transient low reading concern without reported injury, and no hospitalization. It was concluded that the hypoglycemia concern had an unclear cause and that user actions and sensor expiration timing likely contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.